Event description:
Pt had a colonscopy in 3-24-98. Dr. Used a gold probe for angiodysplasia in the right colon. On 3-25-98, pt presented to emergency room with acute abdominal pain. Flat plate of abdomen revealed free air. Pt had perforated viscus. Right hemicolectomy exploratory laparotomy. Small bowel resection with resection of meckel diverticulum performed on 3-26-98. Dr. Feels perforation was from the gold probe cautery.